Manufacturer narrative:
Synthes is unable to provide the MFR, PMA/510k number and/or the date of manufacture as no product was returned and no lot number was provided.

Event description:
During a posterior lumbar fusion from t2 to s1, the surgeon reported the screw on the left side of the construct was stripped and the surgeon was unable to remove the collar. Surgeon then removed the construct on the left side and replaced with another construct. The procedure was extended an add'l one and a half to two hours. This is two of two reports for this event.